Manufacturer narrative:
Bci customer technical support (cts) recommended the use of personal protective equipment before troubleshooting and had customer stop the system function, place paper towels in compartment and re-connect the tube. The customer was advised to call back if further assistance was needed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an initialization error on all ise after maintenance. No incorrect results were generated.